Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). The patient left a voicemail for a manufacture re presentative (rep) but hasn¿t received a reply yet. Last night the patient was making a bed and when they sat down they felt a poking in their back. They felt the implant and said it doesn¿t feel the same, it isn¿t flush anymore and it bumped. The patient is concerned it might have flipped. The patient wanted to know if it is okay for them to manually flip it themselves. The patient noted that they first called their surgeon¿s office who directed them to call a different healthcare professional (hcp) for an assessment and imaging and if needed the surgeon could be contacted. The patient is waiting for the hcp to call back. The ins is implanted in the same pocket as their previous ins. The patient noted that from day 1 their rep hasn¿t responded to requests even though the rep told them to contact them. No further complications were reported/are anticipated.